Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no physical damage. Event log history was performed and indicated that check clutch/ plunger lever error was recorded in history. During analysis, the reported issues was able to be duplicated. Service replaced clutch half's left and right to correct the reported issue, also leadscrew and spring as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check plunger error. No patient was involved in this event. No adverse effects were reported.